Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to a wandering baseline which resulted in oversensing. X-rays revealed that there was entrapped air around the electrode. The s-ICD was reprogrammed from the secondary to the primary vector. Defibrillation testing was performed and the arrhythmia was successfully converted. No adverse patient effects were reported. The s-ICD remains implanted and in service.